Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt had normal testing results until (B)(6) 2010. Testing on (B)(6) 2012 shows 5 channels in status hi.